Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, her vision is blurry. She has seen her doctor and the doctor said he/she did not know what to do or why this is happening. Additional information was provided by the consumer, who reported that her vision was 20/25 1 day post op and after 1 week, her vision started to decline. Her eye care professional (ecp) did a yag laser on the right eye to try and improve vision, but it did not. Vision is blurry at all distances, ecp has mentioned glasses with "prisms" to correct her vision.